Event description:
Bowel perforation under area of protack staple. Staples have very sharp points and gloves had to be changed 7-8 times due to perforations from staples. Pt had serious complications, sepsis, mi and nearly died. No further info.